Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was hospitalized for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was hospitalized due to multiple falls. It was noted that the patient¿s only concern was damaging the stimulator from the falls. Upon follow up, the bsn sales representative found out that there were no impedances with the system and the coverage was working properly. The patient¿s hospitalization was not device related. No further course of action.

Event description:
A report was received that the patient was hospitalized for unknown reason.